Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7079870 / 7080068.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was having difficulty in charging the ipg due to its placement. It was also noted that the patient was experiencing inadequate pain relief and was only getting rib stimulation despite reprogramming attempts. An x-ray was performed and revealed that the leads had migrated. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the medical facility.